Event description:
The reporter indicated that problems occurred during a replacement of a defibrillator. Another manufacturer's pcd was removed from the pocket and the leads were inspected. The patch lead was found to have two insulation breaks, which the physician attempted to repair. The patches were also sutured into place. The defibrillator was connected to the rv and svc coils, and the patch lead was capped. All lead measurements were normal and the shock impedance was 65 ohms. The first induction was broke by 18 j, the second induction failed at 18 j and 30 j, external was successful, the third induction failed at 20 j and 30 j, and external was successful. The subq patch was then added, the fourth induction failed at 20 j, however, 30 j was a success. The physician reported that he heard a "pop" after the first shock. The physician removed the device from the pocket and inspected the leads. One of the silicone patches was "melted." He also noted a fresh break in the outer insulation of the patch lead. The physician repaired the patch lead again, but finally disconnected it. The defibrillator was reconnected, and test were attempted. The device was no longer operating.

Manufacturer narrative:
Summary of analysis: the observed failure to charge the hv caps was the result of shorts in output "xistors" q14,17 & 18. The cause of the electrical overstress was not ascertained. Documentation returned with the device indicate the last shock was into a low ohms load.